Event description:
As reported: "advanced locking screws backing out".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed, since the migration of the locking screw is visible on the received x-rays. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the correct lot number for the reported catalog number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The complaint was forwarded to medical affairs for review with following feedback: ¿the fracture has no stability at all with just a nail. This borderline indication has resulted in material failure due to the catastrophic fracture morphology with several fragments. The stability that was not achieved then led to micro-movements and the screw backing out by a small wiper movement of the quasi-loose distal joint fragment. A material combination with free screws and nail/plate construct, possibly also with cerclage, would have been a better option in this case.¿ based on investigation, the root cause was attributed to a user related issue. The back out of the locking screw was caused by the above described instable fracture situation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "advanced locking screws backing out".